Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced a diabetic event which led the patient to be seen at the hospital. The event was reported by the dexcom user. The dexcom user was at the hospital due to a diabetic event and stated that an unknown dexcom user was in the hospital due to ¿the same issue with the sensor¿. No specific event details were available for this event of the unknown dexcom user. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.